Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had presented with several alarm 113s (reduced water temperature control) during therapy.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This MDR is being retracted as it is a duplicate of a record previously submitted 1018233-2025-09913. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had presented with several alarm 113s (reduced water temperature control) during therapy.